Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented to the emergency room, multiple inappropriate auto-mode switch episodes due to atrial lead noise and far r-wave oversensing were observed via remote transmission. The patient had no symptoms related to the lead noise. The patient did receive inappropriate atp and hv therapy due to supraventricular tachycardia (svt) caused by atrial fibrillation (af) with rapid ventricular response (rvr) that was classified as ventricular tachycardia (vt). The patient is being treated with medication to prevent svt detection. No programming changes were made. The patient was stable and will continue to be monitored remotely.